Manufacturer narrative:
It was reported that during use, the customer's daughter was trying to adjust the bed when she noticed the wires of the hand pendant exposed. Reports that the bed did not work properly, buttons would not engage function. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that during use, the customer's daughter was trying to adjust the bed when she noticed the wires of the hand pendant exposed.